Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection noted the firing knob was not fully retracted. The loading unit was fully applied and the knife blade was advanced towards the distal end of the cartridge. Microscopic inspection noted no damage to the knife blade. Microscopic inspection noted cracks on the single use loading unit (sulu). Functional testing was performed which included resetting and reloading the sulu into the returned device. The instrument and sulu were applied to the appropriate test media with acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications. Replication of the reported condition may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an excessive amount of tissue during the clinical application. If the firing knob is not fully retracted, difficulty in unloading the loading unit may be experienced, and may prevent further loading from occurring. The instructions for use (IFU) states that to remove the sulu, separate the instrument halves. Holding the cartridge-half of the instrument, grasp the proximal end of the sulu tabs and pull up and out to remove the sulu from the instrum ent. To place a new sulu into the instrument, hold the sulu by the proximal end tabs and insert into the cartridge fork at a 30 to 45 degree angle from the distal end down until the unit snaps into place. Remove shipping wedge after sulu is fully loaded. Sulu will ¿float¿ up and down in final loaded position. Replication of the cracks in the sulu may be due to use in tissue thicker than indicated. The IFU states that if the tissue cannot comfortably compress to the minimum requirement, the tissue may be too thick or too thin for the selected staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Initial reporter occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during resection of the colon, the back knob of the device was difficult to open and release. There was an unanticipated tissue loss as a result of this issue. The incision was extended due to the device¿s issue. There was a delay in surgery as they needed to search alternative way to proceed the surgery. The surgical time was extended for more than 30 minutes and the hospital stay was also extended. They used another device to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.